Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator was alarming for low tidal volume. The device was not in patient use. The device's machine flow sensor, system board, and blower assembly were replaced to address the issue. The replaced components were sent for further evaluation at the manufacturer's investigation lab. The lab was unable to confirm a failure of the blower. Pil installed the blower on the trilogy evo stb and started therapy with a test lung. Pil ran therapy for approximately 1 hour and the system pca operates as expected. Pil was able to confirm a failure of the flow sensor. Pil visually inspected the trilogy evo machine flow sensor for visual defects and found contamination inside the flow sensor. Pil then tested the flow sensor on the pil trilogy evo multifunctional test station for flow verification and failed testing. Pil concluded that contamination in the flow sensor caused test failure at service. Pil was unable to confirm a failure of the display pca. Pil installed the trilogy evo display pca on the trilogy evo stb and retrieved and reviewed the event log without issue. Pil then ran therapy for approximately 1 hour and the display pca operates as expected, and then retrieved and reviewed the event log without issue. Pil concluded that the display pca operates as designed. Pil was able to confirm a failure of the system pca. Pil installed the trilogy evo system pca on the trilogy evo stb and immediately alarmed for ventilator inoperable. Pil was unable to communicate with the stb to retrieve an event log. Pil attempted to install software on the system pca and got an error 8 during the software install. This is indicative of corrupt software on the system pca. Pil concluded that a corrupt software installation at service caused the failure of the system pca.

Event description:
The manufacturer received information alleging a ventilator was alarming for low tidal volume. The device was not in patient use. The device's machine flow sensor, system board and blower assembly were replaced to address the issue.